Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the compressor was switching between stand-bye and operation mode. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. According to the problem description, the compressor was cycling in and out of standby mode. The compressor standby valve was replaced and sent in for investigation. The returned standby valve was installed in a reference compressor which was connected to a ventilator. The reported standby behavior, cycling in and out of standby, was not reproduced. The simulated use test did not show any deviations and the standby valve preformed according specifications. The cause of the faulty behavior has not been established by this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).